Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately shocked the patient due to electromagnetic interference (emi) oversensing. All measurements were withing normal limits. No adverse patient effects were reported. Additional information was received which indicated that the patient was evaluated in the clinic to determine the inappropriate shock cause. Upon review a connection related was suspected and an x ray was performed. Upon review the electrode appeared to be fully inserted. The field representative reported that the vector was switched to secondary, and the clinic will continue to monitor. This s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately shocked the patient due to electromagnetic interference (emi) oversensing. All measurements were within normal limits. No adverse patient effects were reported.